Event description:
It was reported that during preparation of a percutaneous transluminal angioplasty, a shaft detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous left forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, balloon was removed using a straight force and resistance was encountered upon removal of the balloon protector from the balloon. It was then noted that the shaft got stretched and the balloon was detached. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4).

Event description:
It was reported that during preparation of a percutaneous transluminal angioplasty, a shaft detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous left forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, balloon was removed using a straight force and resistance was encountered upon removal of the balloon protector from the balloon. It was then noted that the shaft got stretched and the balloon was detached. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed a complete balloon detach from the distal and proximal balloon bonds. The detachment occurred at 144cm from the catheter strain relief. This type of damage is consistent with the reported difficulties encountered during attempts to remove the balloon protector during preparation. The balloon protector was returned over the balloon. The balloon protector was removed from the balloon with little resistance. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error as complaint information states that the user did not attach and withdraw the inflation device/syringe to a full negative while the device was still in its protective hoop, or maintain a vacuum on the balloon during attempted removal of the balloon protector. The dfu states 'd. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; e. To make certain that all air is removed from the balloon, repeat step d...g. Remove the peripheral cutting balloon device from its protective ring. Discard the protective ring. Using straight force (not a twisting motion), pull the protective sheath off the balloon'. Failure to follow these steps may have contributed to this event. (B)(4).